Manufacturer narrative:
Replacement v60 ventilator was shipped (B)(6) 2018 on tracking number (B)(4).

Event description:
The customer reported that the unit went blank once it hit operating temperature. There was no patient involvement.